Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. The device was received with no output or telemetry due to battery depletion. The implant duration was 3.62 years, which did not exceed 75 percent of the 5.7 year projected longevity. No field settings were received. The device was received 37 months after explant.